Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found in the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed foreign material in the light guide lens. The additional evaluation findings are as follows: the grip had a scratch, the forceps channel port had a scratch, the air/water cylinder had no color, the suction cylinder had discoloration, the "right/left" knob had a scratch, the image guide protector had a scratch, the light guide bundle had breakage, the connecting tube had coating peeling, and the adhesive around the light guide lens had discoloration. Additional information received from the customer indicates the device was reprocessed according to instructions for use. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.